Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited a loss of capture. Programming changes were performed to address the loss of capture. The patient was in stable condition.